Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a procedure to treat chronic pancreatitis performed on (B)(6), 2015. According to the complainant, while deploying the stent, the physician met friction during withdrawal of the guide catheter and the stent became kinked at its proximal end. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.